Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Spoke with chen goa ccp. He advised the ssu that during therapy with the oxygenator that was "changed out" with lot 70132529 the heparin was being started and stopped during therapy. Miles meador the chief of perfusion at ssm st. Louis university hospital stated: " we just changed out oxygenator. Dr abo-salem wants us to contact maquet and find out why there is such a gradient. Lot 70132529: 200 mmhg (changed) lot 70133375: 130 mmhg (new)" new information received on 2019-11-22 by the ssu: the patient expired unrelated to the oxygenator that was changed. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Maquet gmbh requested the product in question for further investigation but the disposable was already disposed. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated was performed and no similar complaint was found. A medical review was performed on (B)(6) 2020. Results: the oxygenator device in question has been changed out due too high transmembrane pressure (delta-p). It has been further stated that the heparin supply was intermittent during the course of the extracorporeal circulation. The scale of clinical therapy with the involved medical devices, as stated above, is pointing to a very challenging anticoagulation protocol. Neither from the anamnesis known or perioperative acquired coagulation disorders are known. According to the information it is conceivable that coagulation disorders and subsequent challenges within the anticoagulation management were present and led to the increased transmembrane pressure of the device in question or could have promote. Without further information no reliable conclusions can be drawn. The corresponding patient did expire unrelated to the oxygenator that was changed according to the chief of perfusion at the site of the event. Thus the failure could not be confirmed. No root cause could be determined. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary´s trending program and additional investigations or corrections will be implemented in case of adverse trending.